Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. Despite the charging issue, the pump did not shut down, and the caller continued using it. Technical support resolved the issue by sending a replacement pump with updated software, advising the caller on charging procedures and instructing them to return the faulty pump within 10 days. The caller was informed of steps to take upon receiving the replacement pump and acknowledged the instructions provided.